Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are not receiving insulin from their pump and did not receive a warning. They thought the infusion set may have been blocked. The customer said that their pump kept prompting them to keep rewinding their pump. They received a pump error alarm. The customer¿s blood glucose is 337 mg/dl. During troubleshooting, the customer was assisted with trying to clear the alarm and was advised to disconnect from the pump. They said that they were not exposed to a high magnetic field. The customer said that they were not able to rewind the pump and while they were attempting to do so, they received a different pump error alarm. They were advised that the pump needed to be replaced. They were advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Unit was received with operating currents within specifications and passed self-test. However, unit alarmed pump error during the rewind due to corroded motor home switch. Unable to perform rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump errors. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.